Manufacturer narrative:
H6: ventec received the device and downloaded its electronic records (system logs) for analysis. Ventec confirmed that the device had previously logged patient circuit disconnect alarms, however, the reported issue could not be duplicated during testing. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec downloaded its electronic records (system logs) and observed that it had previously logged patient circuit disconnect alarms. There were no reports of patient use associated with the reported issue.